Event description:
During a review of the ocd complaint system, this incident was deemed to be similar in nature to recently reported events concerning negative ods on the ortho summit processor. The customer reported that after pipetting an hiv I/ii piptide microwell plate on osp, negative ods were reported in row g and h of the microwell plate. No error was reported. No death or serious injury was associated with this incident.